Event description:
It was reported by service report that the foot end right load cell had an error. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval result - load cell.